Event description:
From staff: while dr. Was doing a left 1st mtp fusion, the head of the screwdriver he was using broke off into the head of the screw. He could not get it out. From operative report: when this screw was being finally placed, the head of the screwdriver broke off within the head of the screw and was unable to be removed. It was flush with the screw head. I, therefore, elected to leave this in place, as it was a sterile piece of equipment.